Event description:
It was reported that the patient was seen in clinic with high impedance and current was not being delivered. It is believed by the physician that the lead might have detached. The patient has been referred to neurology for further investigation. Generator placement could not be assessed due to the angle of the provided image. Based on the images provided, the feedthrough wires appear to be intact and the lead pin does appear to be fully inserted as the end of the lead pin can be seen past the second connector block. A portion of the lead was visualized, and a strain relief bend is present. Two tie-downs were visible, placed according to labeling, laterally to the anchor tether. A portion of the lead was visualized to be behind the generator. A complete assessment of lead fracture and sharp angles could not be made due to the angle of the images provided; however, an assessment was made on the visible portions and no gross fractures or sharp angles were seen. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
The patient underwent a lead revision and the high impedance resolved. Suspect device has not been received by the manufacturer to date. No other relevant information has been reported to date.

Event description:
Later, information was received indicating clarifying that the lead was partially explanted. The explanted portion will not be returned. No other relevant information has been received to date.